Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was noted on the rv lead channel. Lead damage is suspected and the lead is expected to be replaced. The patient is in stable condition. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead is being monitored. The patient is in stable condition.